Manufacturer narrative:
The device was modified surgically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the recent implant of this pacemaker, it was noted that high impedances greater than 2500 ohms along with loss of capture and poor sensing were noted on the right ventricular lead. It was determined that this was due to a loose setscrew that had caused a connection issue. The pocket was re-opened and the setscrew tightened with normal lead diagnostics. Shortly after this issue, this patient was noted to be in atrial flutter, and technical services was able to troubleshoot a device timing issue for system optimization. No other adverse patient effects other than the additional procedure were reported.